Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the anchor breakage. The anchor has broken evenly down the vertical ribs; the broken threads and suture bridge were not returned. Two legs of suture were also returned, the blue suture showed no damage and the co-braid suture showed significant damage roughly mid-point of its length. A dimensional assessment of the anchor was limited due to its returned condition; all attributes that could be accurately inspected were found to meet specification. The condition of the anchor is consistent with off-axis insertion. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healicoil 4.5mm was broken and the suture was pulled out. No patient injury or other complications were reported.